Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed a discrepancy between the sensor glucose and blood glucose values. The customer reported a blood glucose value of 46 mg/dl. The customer was self-assisted and reported hypoglycemia was treated with the glucose or carbohydrate intake. The event involved products mmt-1884, mmt-5120a, mmt-213a and mmt-332a. Troubleshooting was declined by the customer for low blood glucose event and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 130 mg/dl and sensor glucose value was 169 mg/dl at the time of incident. The difference between glucose values were within the acceptable range. Insulin delivery was not suspended due to difference in glucose values. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-5120a. No product return is required for mmt-213a. No product return is required for mmt-332a.